Event description:
It was reported that during a mammectomy procedure, the blade was broken off. Another device was used to complete the case. There were no adverse consequences to the pt. Additional info has been requested regarding location of broke blade tip, pt info and pt current condition.

Manufacturer narrative:
Info anticipated, but unavailable at this time.